Manufacturer narrative:
(B)(4). Approximate age of device: 1 year. The explanted device was returned for evaluation. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the device upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined through the evaluation, it could have contributed to the patient¿s power elevations, increased lactate dehydrogenase, and the return of heart failure symptoms. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing increasing power elevations, increased lactate dehydrogenase and return of heart failure symptoms. Upon review of the echocardiogram, no offloading of left ventricle was exhibited. A decision was made to exchange the pump for possible thrombus.